Event description:
On 12/11/2004, the patient contacted lifescan alleging that his one touch ultra meter was prompting the error 5 message. The medical affairs specialist spoke with the patient on 12/13/04. The patient was hypoglycemic in the early morning around 6:00 am in 2004. He was incoherent on all three occasions and his girlfriend called emt after giving the pt a glucagon injection each time. She did not attempt test his blood glucose with the reported meter while he was symptomatic. On arrival emt obtained results in the 20 mg/dl range on the emt meter each time they were called to see the patient. Emt treated him with IV fluid and glucose. The patient refused to be taken to the hospital. He drank orange juice before emt left each time. The patient usually tests 4 times a day with the reported meter or his back up meter; his usual test times are 9:00 am, before lunch, before dinner, and at bedtime. He stated it appeared that the test strips were damaged and not taking the blood sample when the error 5 prompt displayed on the meter. During the time of concern, he took humalog 70/30 insulin 15 units before breakfast, 6 units before lunch, and lantus insulin 20 units at bedtime. He was not on a sliding scale regimen; he took the same amount of insulin daily. He ran out of test strips for his back-up meter and, despite not being able to get meter readings for a few days, he continued to take his usual insulin dosage as described. He did not report the hypoglycemic incidents to his physician because he did not have insurance coverage. He independently decreased his lantus insulin dosage to 15 units at bedtime following the 3 hypoglycemic events. After adjusting his insulin, he did not have symptoms of high or low blood glucose level. Based on the information provided by the patient, he was in a state of severe hypoglycemia before attempting to test with the meter on all 3 occasions described and he did not follow a regimen of adjusting his insulin dosage based on his meter results. Therefore, the meter did not contribute to his experiencing injury and medical intervention. The customer care representative confirmed that the patient obtained error 5 prompts on the meter when he tried to test. Based on the unresolved error 5 issue, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The test strips were replaced. While the mas spoke to the patient in 2004, at 4:00 pm (pacific time), the patient's girlfriend conducted a control solution test and patient blood glucose test with the replacement test strips. The control solution test fell within the specified control solution range. The patient's blood glucose result was 147 mg/dl.

Manufacturer narrative:
Lifescan has requested the return of the subject strips for evaluation, but has not yet received them. If the strips are returned, lifescan will evaluate them and, if the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.